Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that when injecting contrast, the catheter was found leaking on the pediatric pt. The percutaneous sheath introducer (psi) was set approx 400. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the pt. Add'l info received from (B)(6) on (B)(6) 2011 stated that the leak was found in the catheter approx 1cm from the hub.